Event description:
Had a fusion surgery at (B)(6) and 6mm high lordotic allograft was filled with dbx putty and impacted in the center of the c5-c6 space. Had a doctors appointment on (B)(6) and was told that the putty is not healed yet and its almost 18 months now. And doctor said that another surgery will be needed at the back of my neck. Why use something that is not good in your body?